Event description:
It was reported via a call that the rn was caring for the pt post CABG (coronary artery bypass graft). The rn stated that when she received the pt after insertion, she was told that there appeared to be a "leak in the o-ring at the helium tank." The rn stated they had already switched out the pump. The pt had very minimal delay in therapy during pump exchange and the pt status was unchanged. At this time, the house supervisor (hs) needed to discuss possibly getting a backup pump until this pump could be checked. The clinical support specialist (css) explained to the hs that she could assist them in troubleshooting if needed. The hs stated that they had called their biomed, but she was not sure if they had any back up pumps available. The css explained the rental process would take a minimum of 24 hours. The hs stated she would check on the availability of a backup and call the css back. At 2345 the css attempted to call the hs back and the css was directed to the hs phone number. The css attempted to call the hs several times with no answer and no voicemail. At 0022 the css called the hs and at this time the hs stated that they have located a backup pump in the cath lab and biomed has the pump to check out. The pt is currently supported on pump. Additional information received on april 10, 2013 stated that the field service representative spoke with biomed. They found that the tubing coming from the helium regulator had come off. They put it back on, did a preventative maintenance on the pump and returned it to service.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.